Manufacturer narrative:
(B) (4). Literature article citation: nickels et al. Occipitocervical fusion with rigid internal fixation: long-term follow-up data in 69 patients. J neurosurg spine. 2007; 7: 117-123. Device history records could not be reviewed without additional info.

Event description:
It was reported that the pt underwent surgery for occipitocervical fusion with rigid internal fixation. The pt suffered a non fatal pulmonary embolism and was treated with ivc filtering and anticoagulants.